Event description:
It was reported that during the implant procedure, there was failed defibrillation threshold (dft) testing. The right ventricular (rv) lead was disconnected from the device and repositioned. Re-inserting the rv lead into the device header appeared to result in not being able to move the set screw within the device header. The device was attempted and not used. Another device was used. It was also reported there was small p waves during the dft testing. The atrial lead was disconnected and re-inserted into the header. The p waves were back to baseline. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).